Event description:
Caller reported that pump displayed reset screen unexpectedly due to a routine system check meant to ensure pump performance, which reset one of the microprocessors. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that certain settings would reset, but no additional insulin or cgm action was necessary. Technical support educated the customer on managing the pump and arranged for a replacement, instructing the caller to return the problematic pump using a pre-paid label. Customer understood all instructions and agreed to continue using the current pump until replacement arrived.